Event description:
It was reported that the customer experienced a high blood glucose level of 400 mg/dl. He treated his high blood glucose level with manual injections. The customer also dropped the insulin pump causing the drive support cap to fall out. The insulin pump's buttons are also not functioning properly. He was advised to disconnect from the insulin pump and revert to back up plan. The insulin pump is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).